Event description:
The hcp reported the pump was explanted due to a questionable battery depletion after an implant duration of 47 months. It was replaced and returned to the manufacturer for analysis.